Event description:
Surgeon was transferring the posterior tibial tendon to the middle cuneiform. The tendon passed easily through the 6mm sizer. Surgeon drilled a 6.5 x 12mm tunnel and used a 7 x 10mm screw. The screw purchased and implanted. He tied #2 fiberwire over the screw and tested the fixation. A week later he called and said screw came out. Surgeon performed a second procedure to remove the lenodesis screw. The screw was still sutured to the tendon. This device is used for treatment.